Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited therapy effectiveness issues. The patient was then brought in for defibrillation threshold (dft) testing, in which anesthesia was administered. During testing of the device was still unable to convert the rhythm. This device remains in service. No adverse patient effects were reported.